Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found another complaint regarding the lot number 9429254. B3: estimated date.

Event description:
According to the available information patient experienced leakage and pain following insertion of the catheter. The catheter was removed with verification the balloon was well inflated but not positioned very well causing an obstruction of urine causing anuria.